Event description:
Customer called stating he had two motor error alarms while trying to change infusion sets. The device rewinds, but then it alarms motor error. The motor sounds a little louder. Customer's blood glucose is 133 mg/dl. He was doing a set change before breakfast. He gave himself a bolus and shortly after, the device alarmed motor error. The device was not dropped or bumped. It was not exposed to a strong magnetic field. The alarm was cleared. Customer does use the sensor feature. He was advised a false motor error may be caused by viewing the sensor glucose graph during a bolus. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.